Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and attributed to the lithium battery on the system board. The device operator's guide instructs users to replace the lithium battery on the device every 5 years. This device is approximately (B)(4) years old. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.